Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the system software was version 3.0.2.1. The surgery was delayed almost an hour before it was cancelled. There was no patient harm due to the delay. Troubleshooting included a soft restart, hard restart, tech support called and directions were followed until it became apparent that a field service engineer was needed to fix the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Analysis of the surgical arm confirmed the event. The lemo cable was replaced after the pin was found to be pushed in on the surgical system side of the cable. The system was tested and met all specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system lost connection to nodes 1-6 and 8 and the system thought the emergency stop button was pressed when it was not. The patient was anesthetized and there was no patient harm; however, the surgery was delayed for more than an hour. The case was canceled due to the errors.